Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other stent occlusions referenced is filed under another medwatch report number.

Event description:
It was reported that the supera stent was implanted in the popliteal artery. On an unspecified date, stent occlusions were noted. In addition, the physician observed other implanted supera stents, implanted by different physicians, with stent occlusions. Reportedly, there was no more information available. No additional information was provided regarding this issue.